Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were having a return of symptoms for about 3-2 sundays now. The patient stated that they have to go to the bathroom less than 2 hours apart, about 3 times during the night. The patient stated that there has been many infections and the infections increased the urinations, and that they had taken the last fill of antibiotics last sunday. The patient stating that they were having frequent urinating., and the antibiotic just messes thing up. Agent walked the patient through connecting to the ins, and reviewed making therapy adjustments, agent also reviewed programs, and the app features. The patient was able to connect to the ins and increase the stimulation to a comfortable level on the bike seat area. The patient to monitor the symptoms and redirected to the healthcare provider (hcp) if it persists.